Event description:
It was reported that the pt's knee was revised due to fracture of the articular surface's spine. During revision, a significant, contained osteolytic defect was noted in the posterior aspect of the lateral femoral condyle, and was debrided.

Manufacturer narrative:
Evaluation summary: review of revision surgical reports provided indicates the tibial spine of the articular surface was fractured off and locked in the intercondylar notch of the femoral component. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The articular surface was implanted over 13 years previous to this complaint. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.